Manufacturer narrative:
The pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. The pump was unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify low battery alarms due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the insulin pump batteries have been running out fast. No blood glucose level was given. No symptoms or treatment were reported. Troubleshooting was not performed. Product was returned for analysis.